Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the main system stopcock was leaking. No patient symptoms or complications were reported and there was no injury to the patient.

Manufacturer narrative:
The returned product did not meet the requirements for patency and leak testing. This was due to the y-connection being detached and reattached into the main system stopcock. There was no leakage detected from the main stopcock or the surrounding connections and tubing. Therefore, the conditions of this complaint could not be duplicated by laboratory personnel. Proteinaceous debris was observed in the interior and exterior of the device. The drainage bag connection line was not attached at the y-connection but had been reattached to the main system stopcock where the end plug should have been. It is not know how or when this occurred. All edms devices are 100% leak tested at the time of manufacture. Lot number updated. If information is provided in the future, a supplemental report will be issued.